Event description:
Customer reports the advantage system voice unit spoke 82 mg/dl, but meter memory stored result of 4.6 mmol/l. No action taken based on device result. No quality controls were used. No adverese event reported. The customer did not provide the location where the unexpected result occurred. Requested return of suspect device and replacement was sent.